Event description:
During patient transfer, patient fell off the table. No patient injury was reported.

Manufacturer narrative:
Per the information obtained from the device evaluation two (2) bolts out of three (3) were missing on the head end of the gimbal of the imaging top thus causing the tabletop to break. The manufacturing date of the imaging tabletop was found to be (B)(6) 2006 which is well beyond the specified product design life of ten (10) years as mentioned in the IFU/owner's manual. The IFU/owner's manual of the tabletop and the table base also have necessary warnings pertaining to inspecting the device before and after each patient use and to contact the manufacturer for recommended preventive maintenance. It was also found out that the tabletop is not under any servicing contract with the manufacturer. No information was obtained regarding the hospital's approach for maintaining and/or servicing the tabletop from a third party. Hence the root cause of this incident is deemed to be multifactorial- excessive use of the device beyond its design life, aging, improper service and maintenance.

Event description:
During patient transfer, patient fell off the table.